Event description:
The following was reported to davol by the patient's attorney: (B)(6) 2013 - the patient underwent surgery for repair of multiple ventral hernias. A composix lp (device #1) and two perfix plugs (device #2 & device #3) were implanted to repair the hernia defects. (B)(6) 2017 - the patient underwent an additional surgery to repair the hernia defect and remove it. The attorney alleges the patient has suffered and will continue to suffer pain and was injured severely and permanently. Addendum per additional information provided: (B)(6) 2013 - patient was diagnosed with ventral hernia (x2) thereby underwent laparoscopic repair with two perfix plugs (device #1 & device #2) and mesh ¿ composix l/p (device #3). Per the operative notes, " two circular ventral hernias were noted at the right and left pfannenstiel incision. Both of these were repaired using perfix plugs (device #1 & device #2) into the hernia defects and sutured in place. A small circle of composix l/p mesh (device #3) was placed directly over the top of it.¿ (B)(6) 2017 - patient was diagnosed with bilateral groin pain at previous hernia site thereby underwent robotic-assisted bilateral inguinal hernia repair with mesh and explant of previous meshes. Per the operative notes, "old mesh perfix plugs and patches (device #1 & device #2) were identified and were dissected. Once the dissection was performed, a piece of synthetic mesh was placed. All the previous meshes (device #1, #2 & #3) were excised robotically and mesh was placed centrally over the defect and the medial portion had slight overlap with the previous piece of mesh placed in the midline.¿ attorney alleges that the patient had adhesions, hernia recurrence, seroma and emotional injuries.

Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. To date no medical records have been provided. The information provided alleges that the, "patient underwent an additional surgery to repair the hernia defect and remove it." Medical records were not provided and the description does not clearly define what "remove it" is referring to (example possible mesh explant, partial explant, or removal/repair of the hernia defect itself without explant of previously placed mesh). As such at this time, we have not identified this as reported device explant. It is unclear at this time if the hernia defect repaired post implant of the mesh was a recurrence of the original hernia defect or a new hernia defect, however, recurrence is a known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the instructions-for-use as a possible complication. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. This file represents the perfix plug device (device #3), two additional emdrs have been submitted to address the composix lp and other perfix plug (device #1 & #2) implanted during the same procedure. Addendum: this supplemental emdr is submitted to document additional information provided. Based on the additional information received, there is no change to the initial determination, no conclusions can be made. Per the medical records review, post implant of perfix plug, patient had abdominal pain thereby underwent mesh explant. Review of manufacturing records confirms product was manufactured to specification. Updated fields: a2, b4, b5, d6b (date of explant) e3, g1, g3, g6, h2, h3, h6, h10 this supplemental emdr represents the bard/davol perfix plug (device #1). Additional supplemental emdr were submitted to represent the bard/davol perfix plug (device #2) and bard/davol mesh ¿ composix l/p (device #3). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.

Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. To date no medical records have been provided. The information provided alleges that the, "patient underwent an additional surgery to repair the hernia defect and remove it." Medical records were not provided and the description does not clearly define what "remove it" is referring to (example possible mesh explant, partial explant, or removal/repair of the hernia defect itself without explant of previously placed mesh). As such at this time, we have not identified this as reported device explant. It is unclear at this time if the hernia defect repaired post implant of the mesh was a recurrence of the original hernia defect or a new hernia defect, however, recurrence is a known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the instructions-for-use as a possible complication. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. This file represents the perfix plug device (device #3), two additional emdrs have been submitted to address the composix lp and other perfix plug (device #1 & #2) implanted during the same procedure. Addendum #1: this supplemental emdr is submitted to document additional information provided. Based on the additional information received, there is no change to the initial determination, no conclusions can be made. Per the medical records review, post implant of perfix plug, patient had abdominal pain thereby underwent mesh explant. Review of manufacturing records confirms product was manufactured to specification. Addendum #2: h11: this supplemental emdr is submitted to correct the patient date of birth which was inadvertently incorrectly updated in the previous supplemental emdr. Updated fields: b4, g3, g6, h2, h10, h11. Corrected field: a2 (patient date of birth). This supplemental emdr represents the perfix plug (device #1). Additional supplemental emdr were submitted to represent the perfix plug (device #2) and mesh ¿ composix l/p (device #3). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
The following was reported to davol by the patient's attorney: on (B)(6) 2013 - the patient underwent surgery for repair of multiple ventral hernias. A composix lp (device #1) and two perfix plugs (device #2 & device #3) were implanted to repair the hernia defects. On (B)(6) 2017 - the patient underwent an additional surgery to repair the hernia defect and remove it. The attorney alleges the patient has suffered and will continue to suffer pain and was injured severely and permanently. Addendum per additional information provided: on (B)(6) 2013 - patient was diagnosed with ventral hernia (x2) thereby underwent laparoscopic repair with two perfix plugs (device #1 & device #2) and mesh ¿ composix l/p (device #3). Per the operative notes, "two circular ventral hernias were noted at the right and left pfannenstiel incision. Both of these were repaired using perfix plugs (device #1 & device #2) into the hernia defects and sutured in place. A small circle of composix l/p mesh (device #3) was placed directly over the top of it.¿ on (B)(6) 2017 - patient was diagnosed with bilateral groin pain at previous hernia site thereby underwent robotic-assisted bilateral inguinal hernia repair with mesh and explant of previous meshes. Per the operative notes, "old mesh perfix plugs and patches (device #1 & device #2) were identified and were dissected. Once the dissection was performed, a piece of synthetic mesh was placed. All the previous meshes (device #1, #2 & #3) were excised robotically and mesh was placed centrally over the defect and the medial portion had slight overlap with the previous piece of mesh placed in the midline.¿ attorney alleges that the patient had adhesions, hernia recurrence, seroma and emotional injuries.

Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. To date no medical records have been provided. The information provided alleges that the, "patient underwent an additional surgery to repair the hernia defect and remove it." Medical records were not provided and the description does not clearly define what "remove it" is referring to (example possible mesh explant, partial explant, or removal/repair of the hernia defect itself without explant of previously placed mesh). As such at this time, we have not identified this as reported device explant. It is unclear at this time if the hernia defect repaired post implant of the mesh was a recurrence of the original hernia defect or a new hernia defect, however, recurrence is a known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the instructions-for-use as a possible complication. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. This file represents the perfix plug device (device #3), two additional emdrs have been submitted to address the composix lp and other perfix plug (device #1 & #2) implanted during the same procedure. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned to manufacturer.

Event description:
The following was reported to davol by the patient's attorney: on (B)(6) 2013 - the patient underwent surgery for repair of multiple ventral hernias. A composix lp (device #1) and two perfix plugs (device #2 & device #3) were implanted to repair the hernia defects. On (B)(6) 2017 - the patient underwent an additional surgery to repair the hernia defect and remove it. The attorney alleges the patient has suffered and will continue to suffer pain and was injured severely and permanently.